Event description:
Caller states the pt tested >8.0 inr on the coaguchek xs system and 5.8 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.